Manufacturer narrative:
Additional information: a partial lead with only the distal portion was returned for analysis. External insulation abrasion was noted at 36.5 cm ¿ 36.6 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00420. It was reported that when the patient presented at a follow-up in-clinic, multiple episodes of auto-mode switch due to right atrial lead noise was observed. High elevated capture threshold was also observed on the right ventricular lead. Both leads were explanted and replaced. The patient was stable before, during, and after the procedure.